Manufacturer narrative:
This event was originally reported under MFR number 2916596-2021-04025. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The no external power events on (B)(6) 2021 are reported under related MFR number 2916596-2021-04025. It was reported that the patient arrived at the clinic on (B)(6) 2021 with symptoms of heart failure including shortness of breath, increased weight, and dark urine. The patient experienced several no external power alarms, some power outages, and usage of the backup battery for 250 minutes. Through log file analysis, technical services determined that the no external power alarms experienced on (B)(6) 2021 were due to a loose power cord from either the mobile power unit (mpu), the wall outlet, or an issue with the wall outlet. The mpu did have a v-lock connector on the ac power cord. Additionally, the patient's mpu was replaced due to some damage on the cord that was not thought to be the cause of the no external power. The patient was to check the wall outlet when he returned home from the clinic. The no external powers seemed to have resolved with the new mpu besides one no external power event on (B)(6) 2021 , but the patient could not recall what happened. Additional log files submitted captured a series of no external power events on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). A no external power event that were associated with low power hazard, power cable disconnect and no external power alarms was active on (B)(6) 2021 from 13:27:18 ¿ 13:27:24. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms active in the log file. Additional information provided stated the mobile power unit (mpu) has the v-lock ac power cord. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the alarms appear to be due to a loss of ac power. Incidental findings: atypical power cable disconnect alarm. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2021. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.